Event description:
After many attempts to cannulate the contralateral limb with several catheters and wire guide combinations the physician deciced to deploy the device out of sequence. The main body was deployed in the infrarenal aorta. A catheter was placed over the existing wire, then the wire was exchanged for a nimble wire. The catheter was exchanged and was placed up into the body of the main graft. During the attempt to access the contralateral limb, the access of both the catheter and wire was lost. Attempts were made to cannulate the ipsilateral limb with a few wire/catheter combinations. Due to the tortuous and dilated iliac artery, access could not be regained to the main body graft. During another attempt utilizing a different wire and catheter combination, the pt's systolic blood pressure dropped to 40. A retrograde angiogram was performed showing a large extravasation of contrast into the abdomen. At this point the physician decided that a conversion was needed. The abdomen was opened and the dissection was at the proximal common right iliac artery. Control of the dissection was gained and the blood pressure was stablized. Dissection was surgically repaired. The immediate course of action was decided upon, involving the placement of the iliac leg grafts. Access was gained from the right brachial artery. The contralateral limb was selected and the wire was snared and sheath was pulled out. Catheter was placed and the wire guide was exchanged. Attempt was made to cannulate the ipsilateral limb from the arm. Wire was placed and several attempts to snare the wire were unsuccessful. The physician then decided to convert the procedure to an aortouni-iliac procedure. The contralateral iliac leg graft was placed over the wire with a one stent overlap, landing proximal to the internal iliac artery. Converter was successfully placed. An angiogram was performed showing good placement of the endovascular graft, with good flow into the renal, internal and external iliac arteries without any signs of an endoleak. Right common femoral artery was surgically ligated at two sites above and below the previously repaired dissection. A femoral to femoral bypass was performed.